Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they opened the angio-seal packaging and before being able to open the product, an unknown issue was noticed and was unusable. The patient was reported to be in stable condition. The procedure outcome was fine. There was no other devices or equipment used with the reported product. Additional information was received on april 25, 2019. When putting the introducer and the dilator together, the outer dilator was pinched in the plastic and it could not be fit together. The device was then replaced by a second angio-seal device to complete hemostasis. The procedure prior to the use of the angio-seal was a lower leg arteriotomy.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for evaluation. The hemostasis sheath, guide wire, arteriotomy locator and the carrier tube assembly were returned within the incompletely opened aluminum pouch. Visual inspection revealed that there were no anomalies noted with the hemostasis sheath and arteriotomy locator. The returned polyfoil pouch was attempted to be completely opened and the carrier tube assembly was carefully removed from it. The distal tip of the carrier tube assembly was found to be bent. There was no deformation identified with the bypass tube. No other visual anomalies were noted. Functional testing was conducted. The arteriotomy locator was inserted into the hemostasis sheath and a clear tactile snap was audible. No functional anomalies were noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.